Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during surgery, they noticed a folding defect in the injector. Additional information has been requested and received stating that the back up lens was implanted.

Manufacturer narrative:
Additional information has been provided in d.4., d.9., h.3., h.6., and h.11. The product was returned for analysis and the reported complaint could not be confirmed. The device was received in a blister tray inside the product carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced outside the nozzle. No damage observed. The lens was returned outside of the device. Solution is dried on the iol. One haptic is stuck to the optic with solution. A product history record review and a non-conformance review of the reported lot number was conducted. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The product investigation could not identify the root cause for the reported complaint "folding defect in the injector" as the lens was returned outside of the device. Due to this, we are unable to confirm the lens and the plunger position for advancement and determine a root cause. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is:(B)(4).